Manufacturer narrative:
(B)(4). The rt204 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the electrical resistance of the heater wires in both the inspiratory and the expiratory tubes of the returned rt204 adult dual-heated breathing circuit was tested using a multimeter. Results: no fault was found with the returned breathing circuit. The electrical resistance of the heater wires was within the required specification. Conclusion: all breathing circuits are electrically tested during production and those that fail are rejected. The returned breathing circuit operated correctly during testing and the reported fault could not be replicated.

Event description:
A hospital in (B)(6) reported via a distributor that the resistance of the expiratory heater wire of an rt204 adult dual-heated breathing circuit was high. This was noticed before pt use. No pt consequence was reported.